Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, after dynamic hip screw (dhs) was inserted in the neck of the patient's femur, the card did not slip into the bolt. It was necessary to extract neck screw and it was found that the screw diameter was abnormally larger than the diameter of the plate hole. There was a report of a thirty minute surgical delay. This report is for an unknown plate. This is report is 2 of 2 for complaint com-(B)(4).